Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl. Paramedics were called and administered the oral glucose and dextrose monohydrate. Customer was transported to the emergency room (ER) and was treated with saline. At the time of the report, the customer was still in the ER. The customer alleged that the pump delivered too much insulin overnight. Tandem technical support reviewed pump data and verified the pump operated as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.